Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross a tight mid right coronary artery lesion wth a taxus express2 3.5x16mm drug eluting stent, but was unsuccessful. When the stent delivery system was removed, the stent strut was flared. The stent was exchanged for another 3.5x16mm taxus stent and the procedure was successfully completed. No patient complications were reported.